Event description:
It was reported that during a thoracic procedure, the 1st clip scissored and the device misfired. No additional information is available. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition, partially cycled and with a partially fed clip in the jaws. The clip was removed from the jaws in order to evaluate the device for functionality. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the tip of the advancer was noted broken and caused that the remaining clips to not fully advance into the jaw causing pear shaped clips. Finally the device locked out as intended. One possible cause for the advancer condition found is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Subsequent actuations or manual opening of the device may bend the advancer tip back toward its original position and break the advancer tip. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. In addition, the device locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.